Manufacturer narrative:
The event was reported to have occurred on an unreported date a week before discharge from the first peritonitis event (unreported date). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with diflucan and unspecified antibiotics (dose, route, durations and frequency were not reported) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn "at the later stage of the treatment". No additional information was available.